Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, a pre-discharge check was performed, and it was discovered that the right atrial lead was not capturing. An x-ray was used to confirm the lead dislodged. The lead was explanted and replaced. The patient was in recovering condition.